Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system time was incorrect. A technical support specialist (tss) dialed into the station and verified that the system¿s time was one hour behind. Tss updated the time to the correct time zone and confirmed that the station was communicating properly and was not in disconnected mode. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system showed wrong time during use. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.